Manufacturer narrative:
Correction: previously reported g4 should have been aug 17, 2020 rather than aug 19, 2020.

Event description:
Additional information received noted oversensing on the right atrial lead. The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, multiple noise events were noted on the right atrial lead. The patient presented in clinic. The noise was reproduced with arm and shoulder movement. The right atrial lead was capped and replaced on (B)(6) 2020. The patient was stable.